Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06184. It was reported that a device embolization and pericardial effusion with tamponade occurred and the patient expired. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device and delivery system (wds) along with a watchman® access system (was) were used. It was noted that the was not deep seated in the laa. All of the release criteria were met. The closure device was deployed and released; however, the closure device migrated from the laa and remained trapped between the chordae tendineae and the mitral valve. While implementing the maneuvers to retrieve the closure device with a non-bsc goose neck snare, the patient experienced a pericardial effusion with tamponade. The pericardial effusion was successfully drained with a pericardiocentesis. When the patient was stable, a second attempt was made to retrieve the closure device with the goose neck; however, the patient's systolic pressure dropped. Therefore, noradrenaline was administered. They could not retrieve the closure device, so it remained in the patient. The patient received a cardiac massage, but was unable to recover and died about 3 and a half hours post procedure. The documented cause of death was reported as cardiac arrest.